Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve beds are defective. Additional malfunction is the tie wrap and hose clamp were installed.